Event description:
It was reported that the charging cable gets hot whenever the controller is charging. No impact to the patient's blood glucose levels were reported. Medical treatment was not required. The patient was provided a replacement controller.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.